Manufacturer narrative:
The technician found the siderail latch pin was worn. The technician replaced the four siderail latch pins to repair the bed.

Event description:
Information received indicates the left head siderail is not latching.